Manufacturer narrative:
(B)(4). Date sent: 04/22/219. Batch # r93u5x . Additional information was requested, and the following was obtained: 1. Can you please clarify the event that occurred as you have stated the ¿jaw are collapse when 1st fire¿ and ¿a clip was struct in the jaw¿. "The jaw is distort when surgeon fire it in the first time". 2. Was the device fired but a clip stayed inside the jaws of the device? If yes, did the device jaws remain collapsed? Yes/yes. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and 8 clips were found inside the clip track. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch r93u5x number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # r93u5x. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number r93u5x, and no non-conformances were identified. Per photographic evaluation: upon visual inspection of the pictures, a ligamax device was observed and appear to be without damages also a picture with the batch number was provided for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event that occurred as you have stated the ¿jaw are collapse when 1st fire¿ and ¿a clip was struct in the jaw¿? Was the device fired but a clip stayed inside the jaws of the device? If yes, did the device jaws remain collapsed? As the device does have collapsible jaws, we are looking to clarify if the device jaws were damaged.

Event description:
It was reported that during a lap cholecystectomy, jaw are collapse when 1st fire. A clip was struct in the jaw. There was no delay in the surgery. Changed instrument. The procedure was successfully completed. There were no patient consequences.